Event description:
Baxter healthcare corporation was not notified at the time of this event. This event was reported to baxter at the time this patient experienced a similiar event on the same device in 01/2003. Please see medwatch 1423500-2003-00093 for details regarding the second event. Healthcare professional (hcp) reported patient receiving hemodialysis on the baxter sps 1550 device. Hcp stated treatment was completed without any adverse signs or symptoms. Patient was weighed following treatment and left the clinic ambulatory and alert and oriented. Hcp noted patient weight was below the desired dry weight after the patient had left the clinic. Hcp stated the goal to be removed was increased to 1.3 kg, but 1.94kg was removed. Hcp stated there were no alarms noted during the treatment. Hcp called patient at home to see how patient was feeling and instructed patient to go to the emergency room if patient experienced any adverse signs or symptoms. Patient stated they were feeling very tired. Hcp also instructed patient to drink salty fluids. Treatment parameters were as follows: dialysate flow rate 600ml/minute, blood flow rate 410 ml/minute and treatment time was three hours and thirty minutes.